Event description:
New information received notes that the patient was in ventricular tachycardia prior to noting far r-wave over-sensing by the atrial lead.

Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the atrial lead exhibited far r wave oversensing. No intervention was performed, and the patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.